Manufacturer narrative:
(B)(4). The actual device was returned for evaluation. Reliability engineering evaluated the device and determined that the device stopped running during the temperature assessment and displayed an e6 error code. It was observed that the flex circuit was worn out and cracked causing the e6 error code. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to worn out flex circuit from normal use and servicing over time. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported that during pre-surgery, it was discovered that the motor device displayed an unknown error code. During in-house engineering evaluation, it was observed that the device stopped running during the temperature assessment and displayed an e6 error code. It was not reported if there were any delays in a surgical procedure or if a spare device was available. There was no patient involvement reported. It was not reported if there were any injuries, medical intervention or prolonged hospitalization. The exact date of the event was unknown. However, the reporter stated that the event occurred during the month of (B)(6) 2017. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.